Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed the user advisory (ua) 12 (lifeband not present) error message was confirmed during archive review but not during functional testing. The customer's reported complaint was not reproduced. The autopulse platform functioned as intended. The reported ua12 message might be due to the lifeband not being fully inserted and locked when the platform is powered on, and likely attributed to user error. A review of the archive data showed a ua12 advisory message on the reported event date, confirming the reported complaint. The customer's reported ua12 error was not reproduced during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid. The platform was tested and operated as intended without a ua12 error message. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. User advisory is normally a clearable error message. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following service, the autopulse platform underwent the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the known-good test battery, without any faults or errors. The autopulse platform passed final testing without any faults or errors.

Event description:
The customer reported that after the autopulse platform (sn 37542) was cleaned following the call and a new lifeband was installed to return the device to service, the platform displayed user advisory 12 (lifeband not present). During troubleshooting, the lifeband and the battery were removed and reinstalled multiple times; however, the ua12 message continued to appear. There was no patient involvement.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.